Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that two scopes were positive for culture tests conducted by the user facility. Stenothropomonas maltophilia was found from the instrument channel of the subject devices with the amount of 60 cfu and 200 cfu / 10ml respectively. There was no report of patient infection associated with this report. This is 2 of 2 reports.

Manufacturer narrative:
This supplement report is submitted to report additional information. Olympus (B)(4) obtained a negative culture test result for the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event.